Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes,") and surgery ("several repairs at one time,") in a (B)(6) female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t go essure confirmatory test." The patient's past medical history included urination pain, vaginal itching, cesarean section in (B)(6) and menarche ((B)(6)). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bladder disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above") with vaginal discharge, urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("urinary problems or changes,") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), nausea ("nausea,"), anxiety ("psychological or psychiatric problems condition extreme anxiety and depression"), depression ("psychological or psychiatric problems condition extreme anxiety and depression"), mood swings ("extreme mood swings"), vulvovaginal dryness ("vaginal canal pain from dryness"), vulvovaginal pain ("vaginal canal pain from dryness/ up side the vagina pinching"), abdominal pain ("abdominal pain from excessive bloating/abdominal pinching"), abdominal distension ("abdominal pain from excessive bloating") and complication of device insertion ("complications or problems that occurred at the time of essure placement: yes-(B)(6) 2013: could not get coils in both sides only 1 on day of implant"). The patient was treated with antibiotics, miconazole nitrate (monistat), fluconazole, surgery (surgical removal of coils) and surgery (bladder repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder disorder, surgery, nausea, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, mood swings, urinary tract disorder, alopecia, vulvovaginal dryness, vulvovaginal pain, abdominal pain and complication of device insertion outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, complication of device insertion, cystitis, depression, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, surgery, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: left fallopian tube is occluded by the essure device. The right fallopian tube is patent and normal in appearance. An essure device is not seen on the right side. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: dozens of all of the above, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: extreme anxiety and depression, extreme mood swings, bladder or urinary problems or changes, nausea, tubal ligation, surgery (other) type of surgery: bladder repair, several repairs at one time, pain, vaginal discharge, hair loss. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes,") and surgery ("several repairs at one time,") in a 34-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t go essure confirmatory test." The patient's past medical history included urination pain, vaginal itching, cesarean section in 2007 and menarche (12 year¿s old). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bladder disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above") with vaginal discharge, urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("urinary problems or changes,") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), surgery (seriousness criterion medically significant), nausea ("nausea,"), anxiety ("psychological or psychiatricproblems conditionextreme anxiety and depression"), depression ("psychological or psychiatricproblems conditionextreme anxiety and depression"), mood swings ("extreme mood swings"), vulvovaginal dryness ("vaginal canal pain from dryness"), vulvovaginal pain ("vaginal canal pain from dryness/ up side the vagina pinching"), abdominal pain ("abdominal pain from excessive bloating/abdominal pinching"), abdominal distension ("abdominal pain from excessive bloating") and complication of device insertion ("complications or problems that occurred at the time of essure placement: yes - (B)(6) 2013: could not get coils in both sides only 1 on day of implant"). The patient was treated with antibiotics, miconazole nitrate (monistat), fluconazole, surgery (surgical removal of coils) and surgery (bladder repair). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder disorder, surgery, nausea, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, mood swings, urinary tract disorder, alopecia, vulvovaginal dryness, vulvovaginal pain, abdominal pain and complication of device insertion outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, complication of device insertion, cystitis, depression, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, surgery, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: left fallopian tube is occluded by the essure device. The right fallopian tube is patent and normal in appearance. An essure device is not seen on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder or urinary problems or changes") and surgery ("several repairs at one time") in a 34-year-old female patient who had essure (batch no. A66683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urination pain, vaginal itching, cesarean section in 2007 and menarche (12 year¿s old,). Concurrent conditions included pelvic prolapse and hyperthyroidism. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above") with vaginal discharge and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: dozens of all of the above"). In 2014, the patient experienced bladder disorder (seriousness criterion medically significant), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes") and alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatricproblems conditionextreme anxiety and depression") and depression ("psychological or psychiatricproblems conditionextreme anxiety and depression"). On an unknown date, the patient underwent surgery (seriousness criterion medically significant) and experienced mood swings ("extreme mood swings"), vulvovaginal dryness ("vaginal canal pain from dryness"), vulvovaginal pain ("vaginal canal pain from dryness/ up side the vagina pinching"), abdominal pain ("abdominal pain from excessive bloating/abdominal pinching"), abdominal distension ("abdominal pain from excessive bloating"), complication of device insertion ("complications or problems that occurred at the time of essure placement: yes-(B)(6) 2013: could not get coils in both sides only 1 on day of implant"), dysgeusia ("strong metallic smell / metallic taste"), nervousness ("nervousnes"), discomfort ("discomfort"), insomnia ("insomnia") and device dislocation ("right side could not find essure"). The patient was treated with antibiotics, fluconazole, miconazole nitrate (monistat) and surgery (bladder repair and surgical removal of coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder disorder, surgery, nausea, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, anxiety, depression, mood swings, urinary tract disorder, alopecia, vulvovaginal dryness, vulvovaginal pain, abdominal pain, complication of device insertion, dysgeusia, nervousness, discomfort, insomnia and device dislocation outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, complication of device insertion, cystitis, depression, device dislocation, discomfort, dysgeusia, female sexual dysfunction, insomnia, menorrhagia, mood swings, nausea, nervousness, pelvic pain, surgery, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and vulvovaginal pain to be related to essure. The reporter commented: left fallopian tube is occluded by the essure device. The right fallopian tube is patent and normal in appearance. An essure device is not seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right side could not find essure. Unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Event: strong metallic smell / metallic taste, nervousness, discomfort , insomnia, right side could not find essure were added. Event: she didn't undergone essure confirmation test were deleted. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.